Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -13.0/3.5/091 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2022 the lens was explanted with no plans to replace the lens. Problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue in a microcentrifuge vial. Visual inspection found haptic broken/bent to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).